Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for gel defects and no issues were observed relating to oil gel globules as all samples met specifications. It is understood that a clogged or blocked instrument probe could result in insufficient sample volume for testing and may result in erroneous results that may lead to misdiagnosis/treatment of patient. The customer's investigation indicated that a lack of temperature-controlled centrifugation was the cause of gel clogging the probe and in turn erroneous results. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of oil gel globules and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed a problem of separator gel plugging the needle, resulting in abnormal test results. Upon investigation, they found out that it was due to poor temperature resistance since the emergency and outpatient samples were offline non-temperature-controlled centrifuge, resulting in the separation gel floating oil. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed a problem of separator gel plugging the needle, resulting in abnormal test results. Upon investigation, they found out that it was due to poor temperature resistance since the emergency and outpatient samples were offline non-temperature-controlled centrifuge, resulting in the separation gel floating oil. There was no health impact or consequence reported.